Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The patient states that when the test strip was inserted lines flashed on the upper right hand side of the screen; these lines did not appear to look like numbers or words, just lines. A display check was performed and it was discovered segments on the display were distorted. The results field is affected and the three 8's are illegible. No results have been misinterpreted due to the display issue. The display issue complained about could cause results to be misinterpreted.